Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, on (B)(6) 2022, a patient was hospitalized due to a right foot varus deformity. A right calcaneus osteotomy, orthopedic internal fixation, transposition of the posterior cervical tendon, and contraction of the lateral ankle ligament were performed under general anesthesia, using a biosure anchor. On (B)(6) 2022, debridement was performed in the hospital because of "poor wound healing". The patient was discharged after healing.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device found the packages must be free of particulates above a threshold and the product is required to be 100% sterilized as of the date of this medical investigation, the information provided is insufficient to determine whether the patient¿s signs, symptoms outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Based on the limited information provided, the impact to the patient beyond that which has already reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was not confirmed. Factors that could have contributed to the reported event include insufficient or improper cleaning of the surgical site, or a biological response unrelated to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.